Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 432 mg/dl. Customer reverted to an alternate pump for insulin therapy.